Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was cracked/damaged and that the battery cap would not attach to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 14-jun-2018 device evaluation: the device has been returned and evaluated by product analysis on 31-may-2018 with the following findings: during investigation, the battery compartment was found to be cracked at the threads on the side and below the grip pad. The threads of the returned battery cap were found to be stripped. The battery cap was unable to properly secure to the pump to maintain an electrical connection. A test battery cap was used and able to secure for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.